Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported ongoing charging difficulties. When they try to charge their ins it will connect and then shortly go back to searching. Patient also encountered a 1707 message. Offered to assist the patient with troubleshooting and patient declined. They had called their managing physician's office to schedule an appointment but never heard back from anyone. Recommended patient continue to communicate with managing physician's office to schedule the appointment so patient can receive more direct troubleshooting support.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported not being able to charge ins. Patient is now concerned about their therapy no longer working.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient could not get the charger to hook up with the implant. Later in the call, they reported they normally were recharging every other thursday, but messed up their normal recharging schedule. They were worked with to reset the recharger by holding down the power button for 45 seconds. They were also worked with to reset the handset, but they reported they were having a difficult time resetting and reported strange screens on the handset such as: a keyboard. Mobility was conference on, and they were successful to help the patient get back to their home screen and launch the recharger application. When the patient placed the charger over their ins, they reported seeing excellent connection, and that the ins battery level was at 20 percent and therapy was turned off. They were successful to maintain the connection, and the level increased to 30 percent. During recharging, the patient reported feeling a pinprick feeling. It was recommended they pause charging and place a thin layer of clothing between their skin and the charger, but the patient declined, stating getting connected had been too difficult, and they wanted to continue charging. They were successful to maintain the excellent connection, and said they would start recharging once a week rather than every other week. The steps to turn stimulation back on once the ins was fully charged were reviewed. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned unrelated medical history which included they got off of their normal recharge schedule because they had their covid booster and their flu shot on the same day, then had a very violent reaction; they had the high fever, throwing up, and diarrhea for three days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.